Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; and inspecting and cleaning the diaphragm. While troubleshooting, she indicated that approximately a week ago, she identified two cracks on the faceplate near the retention snaps. When asked about whether the pump had sustained an impact, the customer stated that the pump had previously fallen while she was using it with a hands free bra because she didn't realize that the tubing was as short as it was and moved beyond the length of the tubes. During troubleshooting, the customer additionally identified that the left stalok clip moved around, even though snapped in place. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer has been contacted by a complaint handler to get additional information, with no response as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that the suction on her pump in style breast pump was low and the faceplate came off. The customer indicated that she could hear a hissing sound when she put the faceplate back on the pump. The customer further alleged that she has developed mastitis twice, once about one month ago or so and the second time was on (B)(6) 2018, for which she was prescribed an antibiotic.

Manufacturer narrative:
In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she developed mastitis the first time on (B)(6) 2018, and the second time around (B)(6) 2018 and was prescribed an antibiotic. She indicated that the replacement pump was painful due to the suction after using a hospital grade pump. The customer indicated that the mastitis has resolved. The customer was offered to speak with a medela clinician and indicated she would like that. In follow up with a medela clinician on (B)(6) 2018, the customer emailed back with questions about the difference between the symphony and the pump in style breast pumps. The clinician sent an email with tips on breastshield sizing, pain with pumping, and pump comparisons. The customer emailed back that she would review the information. The medela clinician responded to the customer to contact her with further questions. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 05/08/2018. The device failed vacuum in double expression on maximum setting. The back plate mounting posts on the faceplate were noted to be broken/damaged. The device was then re-evaluated on 05/08/2018 using a medela lab faceplate, and it passed all suction and cycle specifications. Refer to attached evaluation. It can be reasonably concluded that the customer's report of low suction could be attributed to the broken faceplate. [(B)(4)].